Event description:
I had an alif on (B)(6) 2007 in (B)(6). I later (9 mos) had to have a plif due to the screws coming loose and extreme pain. I am wondering if the hardware that was used could be the type that was recalled. I am now disabled due to pain that is almost unbearable and I cannot enjoy my life any longer. Howe do I find out if my hardware was recalled? (B)(6) denied any wrong doing and I was told that the pain was all in my head. He was not the doctor that performed the second surgery as I couldn't trust him.